Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas pro ise analytical unit. The affected test results include ise indirect cl for gen.2 and sodium electrode results. Sample 1: the initial na result was 151mmol/l, and the repeated result was 139 mmol/l. The initial cl result was 98 mmol/l, and the repeated result was 89 mmol/l. Sample 2: the initial na result was 153 mmol/l, and the repeated result was 140 mmol/l. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The na electrode lot number is frm with an expiration date of 29-nov-2026. The cl electrode lot number is ftu with an expiration date of 03-oct-2026. The field service representative found that the sipper nozzle was obstructed. He replaced the sipper nozzle, cleaned the dilution vessel, cleaned the nozzles, cleaned the waste nozzle, primed reagents, and performed air purges. He performed tests and checks with acceptable results. The investigation is ongoing.